Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -10.0/2.0/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged with a shorter length lens of different power due to excessive vault and the problem resolved.

Manufacturer narrative:
Claim#: (B)(4).